Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. No data review is needed for this complaint because it was only reported that the retainer was broken. During device analysis the purge disc retainer was found to be broken. The root cause of the issue was broken purge disc retainer. E4 should have been left blank on manufacturer device report 1220648-2024-21720.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller purge disc holder broke off. There was no harm to the patient.